Manufacturer narrative:
During the collimator change the system prompts the user to verify proper attachment of the collimator. In this event, the operator answered yes to the prompt without actually checking the collimator. Had the operator answered no, the detector head of the system would have driven back up in an attempt to reattach the collimator and would have prevented the collimator from falling. Also, instead of the collimator cart remaining in place, the operator pulled the cart back allowing the collimator to contact the floor. These instructions are documented in the operator manual.

Event description:
It was reported that the nuclear pinhole collimator fell during a collimator change procedure. There was no injury reported and there was no patient involvement. However, this collimator has a mass of 135kg and has the potential to cause serious injury.